Event description:
Telemetry data was received that showed that all unipolar and bipolar impedances measured >10000 ohms. The battery service life was "ok" and the battery level was 2.98v.

Event description:
Follow up information received reported that the patient had an x-ray taken (date not specified) indicated a possible lead break. A surgical procedure was then scheduled. At the replacement surgery it was found that the lead was broken at the site where it exited the fixating accessory (stimloc) in the skull. The lead was then was then replaced, with the new lead implanted and connected to the extension and implantable neurostimulator (ins) that were already in place. Impedance measurements were all within normal range. Therapy was then initiated for the patient. The outcome was reported as recovered without any complications. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapy. Impedance measurements showed values of >4000 ohms. It was noted that the patient was doing fine other than the loss of therapy. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Analysis of lead model 3387s-40 lot# v700663 showed that all conductor wires were broken 8.7 cm from the distal end of the lead. Analysis of anchor model db-3000 lot# unk showed no anomalies.

Manufacturer narrative:
Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Lead: model 3387s-40, lot# v700663, implanted: (B)(6) 2011, explanted: na. Programmer: model 37642, serial #(B)(4).

Manufacturer narrative:
Stimloc accessory model db-3000 lot#unk implanted: (B)(6) 2011 explanted: (B)(6) 2012; lead model 3387s-40 lot# v700663 implanted: (B)(6) 2011 explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.